Event description:
The customer reported that the image was not tracking to display a good image, the system displayed a saturation fault error code, and a low ma error code was displayed on the system. No pt injury was reported.

Manufacturer narrative:
The service rep adjusted the vidicon camera to bring camera tracking back into proper tracking and proper image. On 4/16 the rep discovered that the saturation fault was being caused by either bad darlington's or generator driver board. These parts are no longer available from stock. Discussed options with facility about having a third party acquire the parts.